Event description:
That was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint image was not visible and foreign material was observed in the channel tube was confirmed. Event 1: based on the results of the investigation, it is likely that the blackout occurred due to the damage of the image sensor unit (such as a broken wire) due to stress from use, external factors or handling, or a failure of the components mounted on the electrical board (ic chip, capacitor, etc.). However, a definitive root cause of the event could not be identified. Event 2: based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the inspection method associated with the events blackout and foreign material came out of the biopsy channel in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope image was not visible and foreign material was observed in the channel tube. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.